Event description:
It was reported that during a coronary stenting treatment procedure, the stent dislodged from the delivery device. The physician was attempting to deliver an express2 otw 4.0 x 24 mm coronary stent to a lesion in the right coronary artery. The physician was unable to cross the lesion and the stent/delivery device was removed without incident. The physician predilated the lesion and at that time noted that the stent had dislodged in the proximal right coronary artery. Several attempts were made to snare the stent, but all were unsuccessful. The physician planned to use a balloon to secure the stent, however, he lost wire position and was unable to re-cross the lesion. The pt was sent to surgery. Additional info has been requested regarding this event.

Event description:
It was further reported by the physician, that the pt had classic, stable, class ii - iii angina at the time of hosp admission. The lesion being treated was a calcified, 75-80% stenotic lesion in the mid right coronary artery. He was unable to cross the lesion with the stent primarily, and upon retrieval, the stent dislodged. The timeframe from the event to its discovery was three minutes. The pt remained asymptomatic in the cath lab. The physician was unable to correct the situation in the cath lab. The pt was referred for CABG due to the undeployed stent remaining in the proximal rca. In surgery, the pt was found to have severely calcified coronaries (more than appreciated by angio). The proximal edge of the stent appeared to have caught in the intraluminal calcium and stripped off of the delivery device when removal was attempted. The pt's clinical course was stable after the loss of the stent, and uncomplicated post-CABG surgery. The pt was seen in follow-up last week and was doing well.